Manufacturer narrative:
A2 - date of birth: (B)(6) 1948. D6 - updated implant date: (B)(6) 2015. Updated IFU: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the device.

Manufacturer narrative:
H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusion code 1:22 - according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleaks; embolization (micro and macro) with transient or permanent ischemia.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleaks; embolization (micro and macro) with transient or permanent ischemia.

Event description:
The clinical specialist reported the following information: it was reported the patient was previously treated for type ii endoleak. The physician stated she will follow up with a diagnostic ultrasound. On (B)(6) 2019 the patient underwent a reintervention limb extension using a gore® excluder® aaa endoprosthesis as there was ~3cm of negative iliac from existing limb to internal iliac. The physician extended the left iliac limb with a plc181200. It was reported a diagnostic angiogram was performed on (B)(6) 2019, however no visible endoleaks were observed. Investigation regarding the reintervention limb extension is captured under event # (B)(4).